Manufacturer narrative:
Device received at manufacturer on 22-apr-2025 for investigation; investigation of device is not yet complete, however, so there are yet no conclusions regarding root cause of the malfunction. Supplier of the hydrogel was contacted on (B)(6) 2025 to determine potential causes of tearing from hydrogel since complainant clarified that the tearing occurred at the pad/hydrogel interface caused the tearing. An additional supplemental report will be filed once device investigation is complete.

Event description:
Complainant alleges, "the adhesive is so strong that it is tearing the skin on elderly patients. Customer stated that it has caused bruising and caused tearing so bad that stitches were required."

Manufacturer narrative:
Device has been requested for return from the user. Upon receiving the device, investigation will continue and supplemental reports will be submitted as new information is discovered.

Manufacturer narrative:
Supplier of device completed investigation on 15-may-2025. The results of this investigation (DHR analysis and other quality record analysis) show that the hydrogel used in this lot of products had a higher-than-average pull strength, but the specification results were still within limits. Therefore, no issues with the manufacturing of the product were found. It was determined that this event occurred due to improper separation of the pad during removal. As a result, the instructions for use (IFU) are being modified to include additional information about removing the electrode pad from the skin, especially when the device is used on elderly patients or patients with particularly sensitive/delicate skin. Precise wording of the labeling modification has not yet been determined. An additional, final report will be filed with FDA once final IFU updates are confirmed.

Manufacturer narrative:
Finalized language for the updating labeling (instructions for use, IFU) has been provided and agreed upon between the supplier and manufacturer. The following additional directions are added to the IFU regarding safe removal of the device to avoid skin tears: "4. At the completion of the surgical procedure, remove the pad slowly and with care to avoid any skin trauma. 5. For patients with dry or sensitive skin, the gel adhesion may potentially damage the skin. To prevent any damage on the dry and sensitive skin, it is highly recommended for the user to gently lift the pad after moistening the pad-skin boundary with an alcohol swab or a cloth dampened with water to allow the pad to be removed gradually without damaging the skin. 6. Disconnect the cord from the generator after removal of disposable pad completely. 7. Use this product within 24 hours of contact with the patient. Observe skin status during contact with the patient." No further investigation results are pending. This is the final report for this adverse event.